Event description:
It was reported that the patient noticed redness at the lateral incision edge along the lateral device edge. He was then started on keflex but then developed blisters at the incision site. He was admitted to the hospital and the system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Late due to delay in receiving paperwork.